Event description:
It was reported that stent moved on balloon. The target lesion was located in the right coronary artery. A 28 x 2.75mm promus premier¿ drug-eluting stent was advanced to treat the lesion but under fluoroscopy, the stent appeared to have slightly moved on the stent delivery system (sds) balloon. The physician completely removed the device and completed the procedure with 2 promus premier stents. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. A review of the associated batch records found that the distal stent edge to distal markerband & the proximal stent edge to proximal markerband are within specified limits. A visual and tactile examination found no issues with the shaft profile. There was no evidence of damage to the inner wire lumen. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There is no evidence to suggest that the crimped stent moved on the balloon following the examination of the crimped stent and balloon interaction. A visual and tactile examination found no issues with the hypotube shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent moved on balloon. The target lesion was located in the right coronary artery. A 28 x 2.75mm promus premier¿ drug-eluting stent was advanced to treat the lesion but under fluoroscopy, the stent appeared to have slightly moved on the stent delivery system (sds) balloon. The physician completely removed the device and completed the procedure with 2 promus premier stents. No patient complications were reported.